Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune disorder: unspecified") in a 39-year-old female patient who had essure (batch no. A25167, a36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, leiomyoma of uterus, unspecified and dysfunctional uterine bleeding. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes: unspecified"). In (B)(6)2013, the patient experienced rash ("rashes/rashes or skin conditions: unspecified"), skin disorder ("rashes or skin conditions: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced tooth disorder ("dental problems/"). In (B)(6)2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("an essure coil had migrated within the uterine cavity"), dysgeusia ("metal taste in her mouth") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (ablation in 2013 and she underwent laparoscopic vaginal hysterectomy and bilateral salpingectomy/left oophorectomy/lysis). Essure was removed on (B)(6)2016. At the time of the report, the allergy to metals, genital haemorrhage, device expulsion and dysgeusia outcome was unknown and the menorrhagia, autoimmune disorder, abdominal pain lower, rash, vaginal haemorrhage, hormone level abnormal, skin disorder, migraine, headache, tooth disorder, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: left : 1 coil, right: 2 coils current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6)2013: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, allergy to metal." A36513 manufacture date: 2012-08 expiration date: 2015-08 a25167 manufacture date: expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune disorder: unspecified") in a 39-year-old female patient who had essure (batch no. A25167, a36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, leiomyoma of uterus, unspecified and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes: unspecified"). In (B)(6) 2013, the patient experienced rash ("rashes/rashes or skin conditions: unspecified"), skin disorder ("rashes or skin conditions: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("an essure coil had migrated within the uterine cavity"), dysgeusia ("metal taste in her mouth") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (ablation in (B)(6) and she underwent laparoscopic vaginal hysterectomy and bilateral salpingectomy/left oophorectomy/lysis). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, genital haemorrhage, device expulsion and dysgeusia outcome was unknown and the menorrhagia, autoimmune disorder, abdominal pain lower, rash, vaginal haemorrhage, hormone level abnormal, skin disorder, migraine, headache, tooth disorder, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: left : 1 coil, right: 2 coils. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, allergy to metal." Most recent follow-up information incorporated above includes: on 16-jan-2019: reporter information was added. This case concerns 39 year old patient. Her demographic was added. Her concurrent conditions were added. Essure insertion date was updated. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events:autoimmune disorder: unspecified; metal taste in her mouth; abnormal bleeding (vaginal, menorrhagia; hormonal changes: unspecified; rashes or skin conditions: unspecified; migraines, headaches, dental problems, dysmenorrhea (cramping), pain,dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss were added. She had recovered for all the aforementioned events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("an essure coil had migrated within the uterine cavity"), pain ("pain"), rash ("rashes") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, genital haemorrhage, device expulsion, pain, rash and dysgeusia outcome was unknown. The reporter considered allergy to metals, device expulsion, dysgeusia, genital haemorrhage, pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.